Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: per xray rt coil misplaced"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"), abortion spontaneous ("pregnancy (stillbirth or miscarriage)") and genital haemorrhage ("abnormal bleeding (general)") in a 35-year-old female patient who had essure (batch no. 626799) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included body mass index abnormal (81.64), multigravida, parity 1, back injury, cervix biopsy, dysplasia, koilocytosis, lumbar disc herniation, fibromyalgia, obesity, cramp abdominal, cesarean section in 2006 and delayed period in 2007. Patient who was admitted for abdominal hysterectomy and she underwent the operation with no complications. Concurrent conditions included low back pain, lumbar hyperlordosis, menstruation frequent, flu since 2008, menstrual cramps, menses irregular with excessive bleeding (bleeding between cycles, and heavy flow), endometrial hyperplasia, chronic salpingitis and colon adenoma. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 8 years 11 months after insertion of essure. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), experienced abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: had several uti¿s"), rash ("rashes or skin conditions type: ¿would get rashes out of nowhere"), micturition disorder ("bladder or urinary problems or changes constant urination "), migraine ("migraines / headaches"), headache ("migraines / headaches"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes describe: always had problems") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (bilateral salpingectomy total abdominal hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, hormone level abnormal, menorrhagia, urinary tract infection, rash, micturition disorder, migraine, headache, tooth disorder, allergy to metals, dyspareunia, vaginal discharge, weight increased and alopecia outcome was unknown and the genital haemorrhage and pelvic pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 1. Last menstrual period and estimated date of delivery were not provided. The reporter considered abortion spontaneous, allergy to metals, alopecia, device dislocation, dyspareunia, genital haemorrhage, headache, hormone level abnormal, menorrhagia, micturition disorder, migraine, pelvic pain, pregnancy with contraceptive device, rash, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 14.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Pregnancy test urine - on an unknown date: urine pregnancy test- negative. X-ray - on an unknown date: the right essure coil to be ¿in the middle.¿. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2019: quality safety evaluation of ptc. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: per xray rt coil misplaced'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), abortion spontaneous ('pregnancy (stillbirth or miscarriage)') and genital haemorrhage ('abnormal bleeding (general)') in a 35-year-old female patient who had essure (batch no: 626799) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included delayed period in 2007, cesarean section in 2006, body mass index abnormal (81.64), multigravida, parity 1, back injury, cervix biopsy, dysplasia, koilocytosis, lumbar disc herniation, fibromyalgia, obesity and cramp abdominal. Patient who was admitted for abdominal hysterectomy and she underwent the operation with no complications. Concurrent conditions included flu since 2008, low back pain, lumbar hyperlordosis, menstruation frequent, menstrual cramps, menses irregular with excessive bleeding (bleeding between cycles, and heavy flow), endometrial hyperplasia, chronic salpingitis and colon adenoma. Concomitant products included salbutamol since 2002 for asthma and simvastatin since 2016 for high cholesterol. On (B)(6) 2008, the patient had essure inserted. In february 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In may 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)" and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 8 years 11 months after insertion of essure. On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: had several uti¿s"), rash ("rashes or skin conditions type: ¿would get rashes out of nowhere"), micturition disorder ("bladder or urinary problems or changes costant urination "), migraine ("migraines / headaches"), headache ("migraines / headaches"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)", vaginal discharge ("vaginal discharge") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes describe: always had problems") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (bilateral salpingectomy total abdominal hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, hormone level abnormal, menorrhagia, urinary tract infection, rash, micturition disorder, migraine, headache, tooth disorder, allergy to metals, dyspareunia, vaginal discharge, weight increased and alopecia outcome was unknown and the genital haemorrhage and pelvic pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 1. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, alopecia, device dislocation, dyspareunia, genital haemorrhage, headache, hormone level abnormal, menorrhagia, micturition disorder, migraine, pelvic pain, pregnancy with contraceptive device, rash, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: spontaneous abortions x 2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 14.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Pregnancy test urine - on an unknown date: urine pregnancy test- negative. X-ray - on an unknown date: the right essure coil to be ¿in the middle.¿. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: pregnancy outcome was updated. Concomitant drugs were added. Reporter was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: per xray rt coil misplaced"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"), abortion spontaneous ("pregnancy (stillbirth or miscarriage)") and genital haemorrhage ("abnormal bleeding (general)") in a (B)(6) year-old female patient who had essure (batch no. 626799) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included body mass index (81.64), multigravida, parity 1, back injury, cervix biopsy, dysplasia, koilocytosis, lumbar disc herniation, fibromyalgia, obesity, cramp abdominal, cesarean section in 2006 and delayed period in 2007. Patient who was admitted for abdominal hysterectomy and she underwent the operation with no complications. Concurrent conditions included low back pain, lumbar hyperlordosis, menstruation frequent, flu since 2008, menstrual cramps, menses irregular with excessive bleeding (bleeding between cycles, and heavy flow), endometrial hyperplasia, chronic salpingitis and colon adenoma. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 8 years 11 months after insertion of essure. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), experienced abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: had several uti¿s"), rash ("rashes or skin conditions type: ¿would get rashes out of nowhere"), micturition disorder ("bladder or urinary problems or changes constant urination "), migraine ("migraines / headaches"), headache ("migraines / headaches"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes describe: always had problems") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (bilateral salpingectomy total abdominal hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, hormone level abnormal, menorrhagia, urinary tract infection, rash, micturition disorder, migraine, headache, tooth disorder, allergy to metals, dyspareunia, vaginal discharge, weight increased and alopecia outcome was unknown and the genital haemorrhage and pelvic pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 1. Last menstrual period and estimated date of delivery were not provided. The reporter considered abortion spontaneous, allergy to metals, alopecia, device dislocation, dyspareunia, genital haemorrhage, headache, hormone level abnormal, menorrhagia, micturition disorder, migraine, pelvic pain, pregnancy with contraceptive device, rash, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 14.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Pregnancy test urine - on an unknown date: urine pregnancy test- negative. X-ray - on an unknown date: the right essure coil to be ¿in the middle.¿ most recent follow-up information incorporated above includes: on 2-may-2019: plaintiff fact sheet and mr received, new reporter, patient demographic , patient concurrent conation, lab data, essure stop date, indication, lot number and then event injury replace with hormonal changes describe: always had problems , abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: had several uti¿s, rashes or skin conditions type: ¿would get rashes out of nowhere, bladder or urinary problems or changes constant urination, migraines / headaches,migration of essure device location of device: per xray rt coil misplaced, salpingectomy (bilateral removal of fallopian tubes), dental problems, nickel allergy, pain, vaginal discharge, weight gain / loss specify which one: weight gain and hair loss. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.